Manufacturer narrative:
Findings: unit power up properly after battery installation. No battery not compatible alarms noted. Pump was returned for power error (alarm 25). Detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had no battery voltage. Customer's blood glucose at time of incident was 8mmol/l. The customer used different kind of batteries but issue not solved.